Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an external neurostimulator for failed back syndrome and low extremity radiculopathy. It was reported that the rep received a call from the patient on the 2nd morning of her stimulator trail. Patient stated that her dressing had pulled down and exposed her leads. Patient also complained waking up with terrible headache, weak bilateral lower extremities' and spasms that seemed to be originating at the site of the left lead insertion point. Unknown external, environmental and patient factors that may have led or contributed to the issue. Leads were pulled by health care professional (hcp). It is unknown if the issue is resolved at this time. Patient was instructed to come back in 2-4 weeks to see the health care professional (hcp) also instructed to call for earlier appointment if symptoms did not resolved. No surgical intervention occurred or planned. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.